Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient has experienced a loss or change of therapy. Patient has problems at night and told their healthcare provider (hcp). Hcp said to put the device on the next "level"/program. Patient was walked through on how to change from program 1 to program 2. At first, patient wasn't able to increase stimulation because it was off. Stimulation was turned on and the patient was able to increase. Patient added that it doesn't matter if they are inside or outside and reiterated that the problem is only at night. Patient experiences urine going down their legs. They only turn stimulation on at night, but didn't have stimulation on last night because it wasn't working. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.